Manufacturer narrative:
Service was not sent to the customer's location. The customer reported that when removing the strips from the strip provider module (spm), they found a few loose pads. The customer replaced the strips with a new lot. The cause of the loose pad is unknown. The customer was able to run samples with no further issues. (B)(4).

Event description:
The customer reported finding a few pads in the strip provider module (spm) while removing the strips on their ichem velocity system. There were no erroneous patient results generated or reported out of the lab.